Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01969. This event occurred in (B)(6).

Event description:
Allegedly, acetabular hip revision has occurred. (B)(6).